Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered on channels a and b. No add'l info is available.